Event description:
According to the report, the pt hit their head against a bed post about 2 months ago. A few weeks later the processor on the right hand side was exchanged (the pt is bilaterally implanted). At this time the pt complained about strange sound perception. In 2002, the pt could no longer hear on the right hand side.